Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was determined that there was no manufacturing, material or processing related cause for this failure mode. The root cause of the reported event is due to excessive force by the user during insertion of the scope. If the user pushes pass where the scope is supposed to stop during insertion, the scope will have direct contact with the stopper. This direct contact with the stopper along with the applied force used to insert it, will damage the tip of the lens cleaner. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿use caution against trying to close the gap between the scope and the stopper at the end of the lens cleaner.¿. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to field b1.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while using the instaclear system (instaclear sheath, olympus 0 degree scope, univ position) during a therapeutic endoscopic nasal surgery, the protuberance at the tip of the lens cleaning sheath broke off. It fell into the patient¿s nose, but it was removed after being confirmed on endoscopic image. The user noted they do not know how to push the rigid endoscope. There were no allegations of patient effects.